Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a thoracolumbar revision, the tip of a driver broke in the screw when inserting. The site took the screw out of the patient. The tip was not retrieved as it was lodged in screw. This resulted in an approximately 5 min delay. There was no impact on patient outcome. Additional information was received. It was clarified that there were no fragments left in patient. The driver tip was sheared off in the shank of the screw that was retrieved. The reason hardware was removed during this surgery was because the driver tip broke in the screw shank while inserting. The site removed and replaced the screw with a new screw in the same surgery. This was not a traditional hardware ¿failure¿. This was a screwdriver failure which rendered the screw useless and replacement was needed.

Manufacturer narrative:
H3, h6: no parts were recieved by the manufacturer for evaluation. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.